Manufacturer narrative:
H11: the affected part was returned to livanova deutschland for a detailed investigation. The technician could not confirm the reported issue. Following a test run of 12 hours, no error occurred, device works properly. Subsequent functional verification testing was completed without issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that, during service, customer reported that the electronic gas blender went down some time ago. Livanova was informed only during service. Customer cannot remember the alarm code. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the gas blender. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: complaints database review revealed one similar event since unit¿s installation. No concerning trend was highlighted for reported failure mode. Based on available information and considering that no device failure occurred, the root cause was traced back to an improper gas supply due to an user error, such as a missed gas blender warm-up phase. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.